Event description:
It was later reported that the generator and lead were returned to the manufacturer. The suspect product underwent product analysis testing. The fracture condition was confirmed in the product analysis lab. The generator has yet to undergo product analysis testing to date. No other relevant information has been received to date.

Event description:
It was reported that the patient's generator was seen with high impedance. The patient was noted to have an increase in seizures as well. The patient underwent a full revision as a result. It was reported that the lead had a fracture easily visualized at a closer position to the neck no other relevant information has been received to date. The explanted devices have not been received by the manufacturer to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis of the generator was conducted. During this analysis a new date was identified for the onset of this high impedance.

Manufacturer narrative:
B5. Describe event; corrected information ; sup MDR inadvertently omitted information known prior to submission. F10. Adverse event problem; corrected information ; sup MDR inadvertently omitted information known prior to submission.

Event description:
Additional information accidentally omitted from the product analysis of the lead goes as follows: the lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer tubing, in some areas. No obvious point of entrance was noted other than the identified tube cut and abraded openings and the cut ends of the returned lead portions no other relevant information has been received to date.